Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Blank display due to damaged battery tube. Unable to perform self-test, active current measurement and sleep current measurement test due to blank display. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), damaged display window cover (left corner), battery tube threads cracked. Confirmed blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment and battery tube threads during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer observed blank display and also pump damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Damage was found at the battery tube side and also battery tube threads and it affected the pump functionality. Battery cap contacts and battery compartment or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.